Manufacturer narrative:
No additional information was provided for further investigation. A root cause could not be determined. No adverse event was reported.

Event description:
The customer received questionable results for three patient samples tested for creatinine jaffé generation 2 (crej2). Of the three samples, two were found to be discrepant. The first sample initially resulted as -0.81 mg/dl and was reported outside of the laboratory. The sample was repeated on another analyzer (serial number (B)(4)) resulting as 1.41 mg/dl. The repeat result was believed to be correct. The second sample from a female age 62 initially resulted as -0.56 mg/dl and was reported outside of the laboratory. The sample was repeated on another analyzer (serial number (B)(4)) resulting as 1.06 mg/dl. The repeat result was believed to be correct. The patients were not adversely affected by the event. The crej2 lot number was 64967001 with an expiration date of 06/30/2013. The field service representative determined the cause to be vacuum nozzle 1 splashing rinse water into surrounding cells during evacuation. He adjusted the rinse mechanism and checked for proper dispense and vacuum. He adjusted the sample probe and checked reagent probe adjustments. No further negative crej2 results were observed. The customer ran quality control and precision; all were within their guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.